Event description:
It was reported that the user's dexcom g7 continuous glucose monitor (cgm) was connected only to the dexcom app and not paired to the ilet, resulting in missing cgm data available to the system. The user reported elevated blood glucose values, with a maximum reported bg of 352 mg/dl, without associated systemic symptoms. Outcomes included no ems involvement or hospitalization, and blood glucose levels subsequently trended downward following corrective actions. User support included review of available device data, troubleshooting, education regarding proper dexcom g7 pairing with the ilet, and follow-up glucose checks. Investigation of this case identified a user setup error involving incorrect or absent cgm pairing, which contributed to transient hyperglycemia. Based on previously established findings for similar reports, it was concluded that the event was attributable to use-related error associated with cgm pairing.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.